Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified left superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 4.0mm x 60mm x 135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, on initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed using a non-bsc balloon catheter. There were no patient complications nor injuries reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Update: device lot number updated from unknown to 0023349857. Device expiration date updated from unknown to 02/15/2022. Unique identifier updated from unknown to (B)(6). Device manufactured date updated from unknown to 02/16/2019.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified left superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, on initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed using a non-bsc balloon catheter. There were no patient complications nor injuries reported.